Event description:
Knee swelling [joint swelling]. Knee effusion [joint effusion]. Pseudosepsis of the knee [arthritis]. Warmth to the touch on the knee injected with synvisc-one [joint warmth]. Case description: spontaneous report received on 16-nov-2009, from a healthcare provider via a company rep regarding a female pt (unk age and initials) with a history of osteoarthritis and previous synvisc injections (unspecified dates), who experienced pseudosepsis of the knee, knee swelling, warmth to the touch on the knee injected with synvisc-one and knee effusion after receiving synvisc-one. The pt received an unspecified number of synvisc-one injections in an unk location on (an) unspecified date(s). The hcp reported the pt had pseudosepsis of the knee, knee swelling, and warmth to the touch on the knee injected with synvisc-one. The hcp reported aspirating the pt's knee and administering a steroid injection (unspecified) into the knee injected with synvisc-one. The physician reported that the aspirate was sent off for testing. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.